Event description:
It was reported that bd intima-ii 20gax1.16in prn slm npvc leaked with power injector the patient was given a successful bd 20g indwelling needle by a nurse at the patient's right elbow joint at 08:40 on (B)(6) 2025 in the injection room, the indwelling needle was checked to be well packaged and within the validity period prior to puncture, and after puncture, the routine retraction of the blood return was smooth, and 10ml of saline was given to be injected on a trial basis, the patient did not complain of any discomfort, and the puncture site was intact, and the patient was instructed to keep her right limb straight and to avoid bending it. At 08:51, head and neck cta + brain perfusion enhancement examination was performed in the ct3 room of the medical imaging center of the hospital headquarters by a nurse with a needle, and saline was routinely given 30 ml of test injection before the examination, the patient did not complain of discomfort, the puncture site was intact, and the needle dressing was fixed in place. Due to the serious condition of the patient, the patient's family was instructed to accompany him for the examination and the family members were told to assist the patient to straighten the right side of the limb during the examination to ensure that the medication was injected into the patient's body smoothly. The patient's family was instructed to accompany the patient during the examination. During the examination, iopromide 370mg 45ml plus saline 30ml was routinely given to 4.0ml\/s high-pressure injection, the pressure curve was found to be abnormal during the injection process, and the high-pressure injection was stopped immediately, the nurse immediately checked the patient and found that the patient's puncture site was oozing about 30ml of blood, the needle isolation plug was shifted, and there was no redness, swelling and hardness at the puncture site, so the patient was given to pull out the needle, and the patient and his family was calmed down. He was given the opportunity to remove the needle and calm the patient and his family. The patient was then given a new 20g indwelling needle in the left wrist joint, and the examination was successfully completed at 09:15. Although the patient did not cause serious adverse effects, but the product is often used in critical patients intraoperative use, quality and safety requirements are very high, and after analysis, it is considered that the needle isolation plug process is not up to standard, can not withstand high-pressure injection of contrast medium due to the manufacturers are recommended to strengthen the investigation and research, improve product quality.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. DHR/bhr review lot#4171666. 1-this batch of products were assembled at intima ii auto line 4 in jul 2024, and packaged at cfs package line in jul 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for functional testing: 45psi leakage test. The test is passed, and no leakage is found. Please refer to the attachment for the test report. 4. This product (sku (B)(4)) has never been declared to be used for high-pressure injection. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the product of this sku has not been declared for high pressure injection, and no defective sample has been received, the root cause of the septum has been dislocated cannot be confirmed to be related to product quality.

Event description:
No additional information provided.